Event description:
The patient was pulling himself to bed from the stretcher with the use of the trapeze bar when all of a sudden the whole frame fell on the bed. Note: the s-bar clamps broke. The orthopedic technician was notified and the entire equipment was changed.